Event description:
It was reported that patient presented in-clinic for a follow-up. Post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. Programming changes were made. Several days later, another instance of post-sensed t-wave oversensing was observed. Further programming changes will be made.

Manufacturer narrative:
(B)(4).